Event description:
It was reported that the patient had continuous low flow alarms, low power with pulsatility index events. Lactate dehydrogenase was low and computed tomography scans were done which initially had no indication of thrombosis, hemolysis, or kink within the outflow graft. The patient was hospitalized as the alarms were non-stop. Log file analysis captured constant low flow events and a manual speed adjustment was done. An external peripheral controller with low flow software was requested to mitigate low flow alarms. On (B)(6) 2022 it was reported that the patient continued to have continuous low flow alarms and the patient's ldh was normal at 193. The possibility of an outflow graft twist was reassessed with a possible interventional radiology procedure for stenting. A ventriculography and outflow graft scan was done that was suspicious of outflow graft twisting or kinking at the pump entrance. A stent was placed in the outflow graft, flow increased to 5-6 lpm which resolved the issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed. The majority of the captured events in the submitted log files were intermittent low flow hazards, which occurred when the estimated flow was calculated below the low flow threshold of 2.5 lpm. The pump operated above the low speed limit for the duration of the log files and appeared to be functioning as intended. The cause of the low flows could not be determined based on the log files. Additional information received from the customer on (B)(6) 2022 stated that an lv gram was performed it was believed there was a kink or twist at the proximal end of the outflow graft. An image from this procedure was provided for review but the reported obstruction could not be confirmed. A stent was placed in the outflow graft, and flow was reported to increase to 5-6 liters per minute (lpm), resolving the reported low flow alarms. The patient remains ongoing with heartmate ii left ventricular assist system, serial number (B)(6), and no further issues have been reported. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, (¿introduction¿), contains sections on pump flow, pump speed, pulsatility index, and pump power. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, (¿surgical procedures¿), contains information regarding the preparation and attachment of the sealed outflow graft. This section states, ¿verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight¿ under ¿attaching the sealed outflow graft¿. This section warns that ¿failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding¿. Section 6 of the IFU (¿pump performance monitoring¿) explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 of the IFU, (¿alarms and troubleshooting¿), provides information on all system alarms, including low flow hazard alarms, and the actions associated to resolve the alarms. The current hmii lvas patient handbook also contains a section on ¿alarms and troubleshooting¿ which information on all system alarms, including low flow hazard alarms, and the actions associated to resolve the alarms. A section describing how to handle emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.